Manufacturer narrative:
(B)(6). A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The data from the analyzer revealed the pcr curve for sars-cov-2 target showed a real amplification on the raw p-dat data and a clear exponential elevation of the pcr growth curve, thus it can be confirmed to be positive, it is not even a low titer but a normal positive sample. Additionally, there was no evidence of a hardware issue nor a tube leakage seen for this instrument in the provided data . A reagent kit investigation has been initiated and is ongoing. A supplemental report will be submitted on completion of investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The customer alleged that upon initial testing, patient sample (run# (B)(6)) generated a positive result on liat analyzer, for sars-cov-2 target with a CT value of 26.3. Per the customer all sars-cov-2 positive samples are repeat tested. Therefore, the same sample was retested on cobas 6800 and yielded a negative result for sars-cov-2. It is unknown if erroneous result was released. A reagent kit investigation has been initiated and is ongoing.

Manufacturer narrative:
No inhibiting substances such as blood or mucous were observed in the sample. The difference in results between the cobas® liat® system and the cobas® 6800 system is in the dual-target design of both systems. The 6800 sars-cov-2 test detects orf1a/b and e gene reported through two separate channels. The liat scfa test detects different regions of the orf1a/b along with the n gene of the sars-cov-2. Detection of either or both targets is considered a positive sars-cov-2. As such, results with one assay may not be reproducible with a different assay. An investigation was performed against the reagent lot and no product problem was found. Updated device code from false positive result to not reproducible results. (B)(4).